Event description:
It was reported that following the trial procedure, the patient experienced tightness and pain in the stomach which was not present prior to the procedure. The physician prescribed muscle relaxers and oxycodone, and patient was sent home. Upon follow-up five hours later, the patient was still experiencing pain.